Manufacturer narrative:
The reported event of battery performance alert (bpa) detection and premature battery depletion could not be confirmed. A device evaluation was performed, and no source of high current was found. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Technical support was contacted and was unable to confirm that a bpa alert was delivered and was unable to see an abnormal battery trend on the device. The patient was in stable condition.